Event description:
Five devices (part#: cp390-2 and cp390-3) were returned for repair to mxi service and repair.

Manufacturer narrative:
Device 2 of 5: cp390-2 (lot: 03/12) - mfg date: 03/2012, device 3 of 5: cp390-2 (lot: 03/12) - mfg date: 03/2012, device 4 of 5: c9390-3 (lot: 04/12) - mfg date: 04/2012, device 5 of 5: cp390-3 (lot: 03/12) - mfg date: 03/2012. (B)(6). Eval of all five devices indicated that the coating was damaged on the forceps jaw. The coating was most likely damaged as a result of excessive rubbing against an abrasive surface. This abrasion created a hole in the coating and an electrical isolation fault. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a. (B)(4).